Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced intermittent diaphragmatic stimulation that caused them discomfort after implant. It was noted this was felt mostly when trying to sleep on their side and it kept them awake. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that additional programming was done to address the stimulation.